Manufacturer narrative:
Adverse event or product problem: correction: product problem. During evaluation of the treatment tip, product support found damage to the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns or heat related issues associated with damage of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. There is one related complaint with the same lot number: MDR reference number: 3011423170-2018-00095. No harm to the patient was indicated. Service confirmed damage to the tip membrane. Based on the available information, damage to the treatment tip caused abnormal heating during treatment. It is unknown how and when the damage to the treatment tip occurred. No corrective action is necessary. Trending will be performed to monitor this issue. No further action is necessary. The investigation is complete.

Manufacturer narrative:
The tip was received for evaluation. The tip was used for 37 treatments. The tip passed flow and thermistor testing. A leak test was not performed as the tip failed the visual testing due to the observation of dielectric breakdown. The tip passed 50 functional tests. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The investigation is ongoing.

Event description:
During a thermage treatment, the tip began to feel hot and sharp early into the treatment. The tip was inspected and some spots were visible along the edge of the membrane. A new tip was opened and used to complete the procedure. The patient was not harmed.